Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon was used for percutaneous coronary intervention. During the first inflation, the balloon ruptured at 6 atmospheres after passing through the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.